Event description:
It was reported that the customer's insulin pump had cracks starting from the screen. Her blood glucose level was above 300 mg/dl because of a recent virus. The customer also reported air bubbles in the tubing. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.